Event description:
It was reported during an ablation procedure, the irrigation port detached from the handle of the cool path catheter. The physician was manipulating the ablation catheter and the fluid tubing at the base of the handle brook off. The pump did not alarm with an occlusion. The tubing port broke off right at the handle of the catheter and fluid was still able to flow through the tubing and did not trigger the alarm. The physician replaced the catheter to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
Method - actual device not evaluated. Results - no results available since no eval performed. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.